Manufacturer narrative:
The blade subject to this MDR has not yet been returned for eval. A documentation review confirmed that no issues were identified which may have contributed to this event. The root cause for the breakage is determined to be multi-factorial.

Event description:
It was reported that the customer was trying to use the blade and it broke. It was further reported that there was no pt injury and no adverse consequences were reported.